Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed. The allegation was confirmed. The probable cause was determined to be a missing sensor wire. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(4)2019. The patient¿s mother stated that the patient had a detached and retained sensor wire. The sensor was inserted into the abdomen on (B)(6)2019. They were starting a new sensor and could not pass the 2-hour warmup but left the sensor in overnight in hopes that would resolve. It was still not working by the next day so that night, they removed the sensor and noticed that there was no wire on the sensor pod. They could see and feel a piece of wire under the patient¿s skin on the left abdomen. The patient had discomfort from the retained wire. A foreign body lump was visible and palpable at the insertion site. The patient was seen by his pediatrician on (B)(6)2019 and referred to (B)(6) where he is treated for diabetes. The patient was then seen by a general surgeon on (B)(6)2019. An x-ray confirmed that the patient had two pieces of wire in his right abdomen and five pieces of wire in his left abdomen. The surgeon recommended not trying to remove them at this time for fear of causing more damage. It was reported that the patient as in stable condition from the additional information received on (B)(4)2019.